Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip started smoking outside the patient's body. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Tip of hemopro instrument started smoking outside the patients body. Hemopro kit and cord were replaced and the case was completed. No injury to the patient and minimal delay.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25116317, 25115837 and 25115598 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip started smoking outside the patient's body. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Tip of hemopro instrument started smoking outside the patients body. Hemopro kit and cord were replaced and the case was completed. No injury to the patient and minimal delay.